Manufacturer narrative:
Correction to b1 of the initial report, adverse event was inadvertently selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. The following is included in the instructions for use (IFU): "warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." "Inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches" "ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures)." "Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end." "Damaged instruments can cause injuries to the patient and/or user." "Do not use the instrument if damaged." "Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during a transurethral bladder neck contracture along with a circumcision procedure, the ceramic tip of the resection sheath, 24 fr. Broke inside the patient. Subsequently, the doctor was able to retrieve the shards that were inside the patient, which resulted in delay to the procedure. The intended procedure was completed. There was no death, injury, or infection.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.